Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the reprocessor had an ultrasonic failure. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Device evaluation has confirmed the reported event. Based on the results of the investigation, the probable cause(s) are ultrasonic transducer or ultrasonic board is abnormal, blown fuse on the ultrasonic board, no voltage output from the power supply unit, and abnormality of the cpu board. Olympus will continue to monitor field performance for this device.